Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blades broken at the base. A piece approximately 0.074" x 0.435" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding the broken tip was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the harmonic ace be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted transoral thyroidectomy surgical procedure, the harmonic ace instrument prompted a message to remove debris on the type. The customer cleaned the tip and reinstalled the instrument but the tip was broken. The user converted to another dv system with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary noticed. There were no instrument or tool collisions that occurred during the procedure. No fragments fell into the patient and there was no injury to the patient. The procedure was completed with a backup instrument of the same kind. There is no patient demographic information available.